Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
On (B)(6) 2012, received uf/importer medwatch report # (B)(4). "During surgery, the padgett slim-line model s dermatome was used to harvest the skin graft. A couple of seconds after the dermatome was started, the motor suddenly stopped. The surgeon tried to start again but the same thing happened. Used another dermatome for the procedure. The motor was subsequently repaired/overhauled and now functions."